Event description:
It was reported that the patient experienced occasional diaphragmatic stimulation from the left ventricular (lv) lead. The device was reprogrammed to decrease the lv output and the lead remains in use. The patient is a participant in the product surveillance registry. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45 lead (B)(6) 2007; d314trg ICD (B)(6) 2012; 5076-58 lead (B)(6) 2012. (B)(4).